Event description:
The external pulse generator was returned to the manufacturer for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). It was also found that the encoder flex was out of specification, and the battery contacts were compressed. The upper and lower cases, ring cover, and two side bail covers were broken, the lead flex cover was contaminated, and the ring and one side bail were bent.